Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative. The patient experienced withdrawals. The cause of the inability to aspirate was unknown. The inability to aspirated was resolved. The revision was successful, catheter was pulled down and able to aspirate.

Manufacturer narrative:
Other relevant components include: product ID 8578 lot# serial# (B)(4) implanted: (B)(6) 2011 explanted: product type catheter. Product ID 8711 lot# j11283r49 serial# implanted: (B)(6) 2003 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 50 mg/ml; 9.93 mg/day and clonidine 75mcg/ml; 14.990 mcg/day via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. Other medications the patient was taking at time of the event was not obtained and not available. Patient weight and medical history was asked and will not be made available. The date of the event was (B)(6) 2017. It was reported the pump was explanted (B)(6) 2017 and replaced, this was a routine replacement. The pocket was opened and with the catheter connected the physician tried to aspirate and nothing came back. The physician elected to tie off the old catheter and implant a new catheter with a new pump. Cerebrospinal fluid (csf) was confirmed and was hooked up to the pump as normal. The pump was programmed with a 10 percent decrease in daily dose. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if diagnostics/troubleshooting was performed. The issue was not resolved. Patient status at time of this report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was replaced on (B)(6) and the catheter was pulled back a level or so. The patient was having signs of withdrawal symptoms. A dye study was performed and there were no noticeable leaks. The patient was brought back in on (B)(6) 2017 and the healthcare professional (hcp) aspirated from the catheter access port (cap) and pulled back cerebrospinal fluid (csf). The csf that was pulled back had a pinkish tinge to it. The hcp was thinking it may be due to the needle that may have gotten a little blood. The patient was to get an MRI of their thoracic area to check on the catheter. They would most likely cut the patient's dose in half.